Event description:
During a remote follow-up, increased battery drain was observed on the device. The patient was hospitalized in anticipation of a device exchange. It was reported there were no patient consequences.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received from the field with battery voltage above elective replacement level. Electrical and mechanical analysis performed under nominal and field settings indicated normal functionality. Further analysis at various pulse amplitudes found drain currents within normal range and no indication of premature depletion observed. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
Additional information was provided that the device was explanted and replaced to resolve the event. The patient was stable with no consequences.